Event description:
Procedure type: wedge resection. According to the reporter: the jaw did not open after its firing. The jaws locked closed on the tissue. The surgeon had to remove it by using extra reload to recover the device and another stapler was used. No reinforcement material was used during the case. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).